Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, when stapling the stomach line, the stapler did not completely fire. Reload was replaced to complete the procedure. There was no patient injury.